Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced high cervical suspension, laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, and cystocele and paravaginal repair. Associated MDR: (B)(4).